Event description:
A tyco healthcare employee received information reporting that a patient was using a passy-muir valve and the 760 ventilator was set-up in speaking valve mode. It is reported that the patient tubing became speaking valve mode. It was reported that the patient tubing became disconnected at the trach tube and the ventilator continued to cycle at the entered settings but no alarm was enunciated. At the time of the event, there was no one in the patient room. The 700 ventilator system offers a speaking valve option, for which the operations manual warns that when using that option certain alarms are disconnected and the ventilator's ability to detect some conditions is decreased. The operator is warned to ensure that all ventilator settings and alarm limits are set appropriately. The firm has discussed use of the device with the customer including setting and monitoring of the device.